Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in operating room for normal implant. During procedure physician noted drop in right atrial lead impedance. Physician thought the lead was accidentally cut. The lead was extracted and replace and patient tolerated the procedure well and will be followed normally. The lead was discarded after explant.